Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 6 months post implant of this 23mm bioprosthetic aortic valve, it was explanted and replaced with a 25mm valve of the same model. The valve was replaced due to severe insufficiency resulting from a leaflet tear between the left and non-coronary cusp. No additional adverse patient effects were reported.